Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission it was noted the right atrial (ra) lead exhibited oversensing of noise . The ra lead was capped and replaced on (B)(6) 2022 during routine device change out procedure. The patient was in stable condition.